Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pacemaker implantation procedure, atrial lead could not be fixed at the right place. Lead was not used and another lead was implanted successfully to complete the procedure. Patient was stable.

Event description:
New information received notes that physician believes lead helix has retraction issue.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.